Event description:
Customer reportedly received results of 350 mg/dl and 116 mg/dl within 10 minutes on the advantage system. No actions taken based on the device results. No adverse event reported. Requested return of suspected device and replacement was sent.